Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise, low impedance and intermittent capture. The device was reprogrammed. No patient symptoms were reported.